Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 416 mg/dl. Customer experienced blood glucose level of 335 mg/dl. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.